Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited longevity calculations from 11 months to 3 months remaining and on premature battery depletion (pbd) advisory. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. This device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited longevity calculations from 11 months to 3 months remaining and on premature battery depletion (pbd) advisory. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.